Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm a 38 mm diameter right common iliac aneurysm and a 35 mm diameter left common iliac artery aneurysm. The aortic neck was over 3 cm in length. It was 20.6 mm, 20.5, 21, 20.5 and 20 mm in diameter from proximal to distal. It was reported that the physician was placing the bifurcated stent graft in the left common iliac in which he planned to fenestrate the left hypo to preserve flow on the left side; however, the stent graft was inadvertently placed too low and the contralateral gate opened beyond the iliac bifurcation in the left external iliac artery. Furthermore, the sleeve was catching on one of the suprarenal struts during removal of the delivery system. The physician placed a 6fr sheath alongside the delivery system on the left and was able to inflate a 10x4 balloon, which then allowed the sleeve and spindle to retrieve easily. After removal, the physician dilated the left iliac bifurcation and the proximal external iliac artery with the 10x4 balloon. The final result looked good. There was a type IV endoleak at the proximal portion of the bifurcated stent, but this was probably due to both hypos being covered. The other hypo was also previously covered therefore the physician felt the patient would probably do fine with both hypogastric arteries covered. The delivery system was discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.